Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer dosed himself for lunch and got back in the water at the water park. Customer's blood glucose has been running high and he was given 3 units of insulin. Customer's blood glucose then dropped low. Caller believes that the pump is overdelivering. Customer wore the pump into the water at the water park. Customer's blood glucose was 150-200 mg/dl at the time of the incident. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.